Manufacturer narrative:
Additional narrative: 510k: this report is for an unknown screws: skyline/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in canada as follows: it was reported that on (B)(6) 2021, two (2) skyline screwdrivers were not retaining unknown skyline screws properly. There was no surgical delay. The procedure was successfully completed using a different driver and bone wax. There was no patient consequence. This report is for one (1) unk screws: skyline. This is report 4 of 5 for (B)(4)..

Event description:
It was further confirmed by the reporter that there is no allegation against screw.